Manufacturer narrative:
Follow-up #1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the complaint of a blank display screen could not be duplicated. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Evaluation revealed a crack along the battery compartment extending from the finger pad to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was black. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.